Event description:
The first PICC catheter broke while during removal. The nurse was able to retrieve the catheter before entering into the patient's vein.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted.